Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977c165, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
A company representative (rep) reported on (B)(6) 2016 stating that a healthcare professional (hcp) had implanted a surgical lead with a rechargeable implantable neurostimulator (ins). When the leads were connected, electrode 5 was >40,000 ohms. The hcp took the leads out and wiped it before reinserting, and the impedances changed to >40,000 ohms for electrodes 5,6, and 7. Then the hcp swapped the two leads in the header block, and electrodes 0-7 had no impedance issues, and 5,9,10, and 12 were >40,000 ohms, 13 was at 2,800 ohms, 14 <(>&<)> 15 were at 1000 ohms, and 11 was at 25,000 ohms. The rest of the electrodes were normal. The hcp then put the leads in the multi-lead trialing cable (mltc), and electrodes 8-15 were >40,000 ohms, and electrodes 1,2,4,6, and 7 were >40,000 ohms. Electrode 3 was >33,000 ohms, and 5 was at >20 ,000 ohms. They ran stimulation at this point, and the patient's muscles were twitching. After running stimulation, the rep tested impedance again and electrodes 5 and 6 were >40,000 ohms with everything else around 1,700 ohms and electrode 7 at 11,000 ohms. The rep then ran electrodes 5 and 6 in bipole configuration, and the impedance was greater than 40,000 ohms, and group impedance was >4,000 ohms at 0.065 ma. Electrode 11 was at 2,118 ohms and electrode 7 was at 7,670 ohms. The called was disconnected after reviewing the information. About 5 minutes later the rep called back stating that the hcp decided to connect the lead to the ins, and they ran impedances again with everything measuring >40,000 ohms. They ran impedances once again, and impedances on electrodes 5 and 6 were >10,000 ohms. The rep was going to check impedances in a day to see if the high impedances resolved on their own. Additional information was received from the rep on june 6th stating that the cause of the high impedance issue was not determined, and the issue was resolved on all contacts except 5 and 6, which were still >40,000 ohms. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.